Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 18, 2020 that a lighttrail single use 270um laser fiber was used in a ureterorrenolitotripsia procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber broke. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.